Manufacturer narrative:
The subject ch-s400-xz-eb has not been returned to olympus medical systems corp. (Omsc). The cause of camera cable failure reported by olympus keymed has not been identified. However, there is a possibility that the electrical connection has been lost, due to cutting of the signal line due to stress, or some kind of contact failure.

Manufacturer narrative:
The subject ch-s400-xz-eb has not been returned to olympus medical systems corp. (Omsc) yet. The subject ch-s400-xz-eb has been returned to olympus (B)(4). The results of the following investigations were reported from olympus (B)(4). According to the functional test, the malfunction that the endoscopic image is not displayed was reproduced. According to the functional test, the malfunction was due to faulty camera cable. There was a sign of corrosion on the camera coupler that connect to the processor. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure of rolux-en-y gastric bypass using the ch-s400-xz-eb, the endoscopic image changed to black. The user disconnected and connected the ch-s400-xz-eb from the processor, also the user cycled the power of the system, but the malfunction was not resolved. The user replaced the ch-s400-xz-eb with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.